Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) indicating the patient had a scheduled visit with their hcp on (B)(6) 2017. The cause of the sudden change in therapy remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the parkinson's was progressing, possible change in dbs settings as the patient has advanced settings. The patient had a dbs adjustment on (B)(6) 2018. Patient weight was updated. Left 3.00 c, 1472, 216 c, 1463, 2754 c, 1258, 1963 c, 1422, 2606, 2236, 2076. Right 3.00 c, 1381, 2524 c, 1373, 2481 c, 1419, 2217 c, 1300, 2371, 266310, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient allegedly experienced a sudden change in therapy within the past week to 10 days. The patient was not feeling as well and was not as strong. The ins was on at the time of this report. It was noted the patient would follow-up with a health care provider (hcp). No further complications were reported.